Event description:
It was reported via repair work order that the power load would not release the cot due to a broken piece of plastic blocking the release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by stryker field service technician. It was alleged that the transfer got stuck upon pulling the cot out with a patient for unloading. It was further reported that the cot was able to be released from the trolley and unloaded manually.

Event description:
It was reported via repair work order that the power load would not release the cot due to a broken piece of plastic blocking the release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.